Event description:
It was reported that the customer got a motor error alarm, no delivery alarm and weak battery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was assisted with reviewing her alarm history and revealed. The customer's insulin pump was replaced on svn (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.